Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating mesh to abdominal wall during a laparoscopic ventral hernia repair, there were difficulties with loading the reload onto the handle. Proper loading technique had been instructed and the reload was still used in the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. No (device loading unit) dlus were received. The handle could be actuated and the unit cycled properly with no dlu attached. Additionally, the articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. . If information is provided in the future, a supplemental report will be issued.